Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the output connectors were broken. It was also noted that two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator (epg) were broken. The epg has been returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.